Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the front panel had a slight bend. During the functional testing, after switching the demand switch on, there was no power to alarms but the ventilator was running on gas drive and getting approximately 3.663 vdc from the battery,; there was no evidence that the batteries were being drained. However, the on/off cam was not properly activating the microswitch, giving the impression that power is not available. Customer complaint was confirmed. The cause of the issue was found to be the faulty on/off switch cam not activating the microswitch. The faulty on/off switch cam was replaced as well as the MRI-compatible battery, sintered filter, washer and o-rings. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Event description:
Additional information received via email. Customer stated that no patient involvement recorded.

Manufacturer narrative:
Other, other text: a1, b5 and h6. Health effects codes, updated. D3, g1,2 email is: (B)(6).

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. D3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "will stop running after starting running, draining batteries". Patient involvement unknown.